Manufacturer narrative:
The manufacturer's field service engineer replaced the gas delivery system and the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The manufacturer's international field service engineer (fse) reported vent inop due to a data acquisition / printed circuit board assembly/ analog digital converter (pcb adc) reference failure. There was no patient involvement.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned to the manufacturer for failure investigation. The gas delivery system assembly was tested and no failures were identified.